Event description:
It was reported that the customer had unexplained low blood glucose. Paramedics were called and customer was hospitalized due to low blood glucose. Customer's blood glucose reading at the time the paramedics arrived was 24 mg/dl. Caller stated that the customer is brittle diabetic. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.